Manufacturer narrative:
A manufacturer rep went to the site to test the system. It was found that j3 pin8 was not all the way in on the control board. It was pushed all the way in and measured 5v which was low. Voltage was adjusted. 2d and 3d shots were taken with no errors reported. Checked the logs and no error was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that x-ray generator errors. The system was unable to be used. No patient was present.